Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an implant procedure, while attempting to cross the tricuspid valve annulus (tva) for a right ventriculogram with an agilis sheath and a pigtail catheter, the patient developed heart block. The patient's pacemaker was sensing but not capturing. Brief CPR started and the patient regained sinus rhythm. Ep was consulted and the patient's device was interrogated and back up settings adjusted to a higher output after threshold assessment of right atrium (ra), and coronary sinus (cs) leads. The implant device was advanced through the left femoral vein (lfv). An attempt was made to get central and coaxial, however resistance was noted in the inferior vena cava (ivc) distal to ivc/ra junction limited advancing system anteriorly. The device was very deep in the rv with strange trajectory due to unusual anatomical relationship between ivc and tva. The decision was made to convert to a right ij approach. Device insertion was attempted and the sheath was accidentally retracted out the right ij and needed to be reinserted and hemostasis re-established. The patient experienced significant blood loss requiring administration of 1 unit of blood. The system was advanced in and positioned across tva, had a very lateral trajectory. Wire was imaged in the rv and then was noted to be in a different position fluoroscopically so the system and wire were retracted. An echocardiogram was done which thoroughly assessed rv and a new small pericardial effusion noted but was too small to drain. No signs of rv injury and no clinical or echocardiographic signs of tamponade were seen. The team discussed that with the wire position, getting central and coaxial would bring the system again too deep to treat with the limitation of being unable to push wire for added height so it was decided to abort the procedure. The delivery system was removed. The patient was stable. The plan is to allow time for the patient to recover and then discuss another attempt with the patient and family in (B)(6) 2025.